Manufacturer narrative:
The contact person has been updated. The date the report was received by the manufacturer has been corrected. The date the device was manufactured has been corrected.

Manufacturer narrative:
This is a supplemental report being filed to document the evaluation and investigation results of the aes-90sc probe. The returned used/damaged device was visually examined and inspected with magnification. The r&d engineer reported the ceramic insulator has discoloration. It appears the ceramic experienced a phase change that caused some of the ceramic material to deform and then recrystallize. This reflow of ceramic material likely contributed to the cracks the customer referred to as "melting". Most of the ceramic did appear to be intact, however, a small fragment could have fallen off. This failure was likely caused due to repeated contact of the metal arthroscope and the ceramic tip of the aes-90sc probe. This device was manufactured in a lot of (B)(4) units. A review of the device history record found no anomalies or non-conformance's during the manufacturing process that could have caused or contributed to this reported failure mode. A review of complaint history revealed there have been two other complaints received for this device/lot combination for the same failure. A 2-year review of product history for this device family shows there has been a total of (B)(4) complaints involving 30 devices for this failure during use. During this same time frame, approximately (B)(4) units were sold worldwide. The occurrence rate for this failure mode is (B)(4) percent. To date, there have been no patient long term adverse effects related to the use of this device. This failure mode is addressed in the dfmea, and the safety risk has been found to be acceptable. This issue will continue to be monitored through the complaint system. To reduce the risk of probe tip damage or injury to the patient, the instructions for use (IFU) provides the following warnings and precautions. It is the surgeon's responsibility to be familiar with the appropriate surgical techniques prior to use of the equipment and its associated accessories. Examine all accessories and connections to the generator before use. Ensure all accessories are properly and securely connected and function as intended. Improper connection may result in arcing, sparking, or malfunction of the device, any of which can result in an unintended surgical effect. Do not activate the electrode while any portion of the electrode tip is in contact with another metal object; localized heating of the electrode and adjacent metal object may result in product damage. If any visual damage or defects are noticed during use, stop using the device immediately and replace the device. Use care when inserting into and withdrawing the probe from a cannula or tissue portal to avoid the possibility of damage to the devices and/or injury to the patient. Aintain the active probe tip in the field of view at all times. Injuries to the patient may result from inadvertent activation or movement of an activated probe outside the field of view.

Manufacturer narrative:
Only one of the aes-90sc arthroscopic energy 90 degree probes is expected to be returned for evaluation, as the other was discarded at the user facility. However, as of this filing, the "used" probe has not yet been returned to conmed corporation. A supplemental and final report will be filed upon the completion of the product evaluation and the complaint investigation. Device has not yet been returned.

Event description:
The user facility reported that during use of the two aes-90sc arthroscopic energy probes with the aes-1 generator in a shoulder arthroscopy procedure on (B)(6) 2017, the surgeon noticed the heads of two probes were "melted". As reported, the damage on each probe occurred after two minutes of use inside the joint space. Once the probes were used to ablate tissue, the surgeon noticed "blackening of the heads of the probes and appeared to melt and change shape". There were no broken fragments or detached parts observed in the surgical site. There was no patient injury or surgical delay and the procedure was otherwise completed as planned. This report is filed on the basis of potential for patient injury with recurrence.